Event description:
It was reported that the patient presented to office post ER visit for dislocation. This case was done in texas. She has some pain but is able to walk. The surgeon is going revise but not sure when. The patient has an adm cup and liner, and accolade stem.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown adm liner. Additional information has been requested and if received, will be provided in the supplemental report. Device still implanted.